Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lead helix was unable to be retracted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Also, visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead was returned stretched and buckling of inner insulation. However, the helix was able to be extended and retracted but turns to extend/retract were out of specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.